Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure of the faulty scope socket; the locking mechanism and scope detection slide. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a faulty scope socket, while the locking mechanism and scope detection slide were non-functional, and blinking of the front panel. There was no patient involvement.